Manufacturer narrative:
The report # 3003721894-2018-00341 is associated with (B)(4), poligrip.

Event description:
Cerebral infarction [cerebral infarction]. Paresis [paresis]. Case description: this case was reported by a consumer via call center representative and described the occurrence of cerebral infarction in a (B)(6) year-old male patient who received double salt dental adhesive cream (poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced cerebral infarction (serious criteria gsk medically significant) and paresis. On an unknown date, the outcome of the cerebral infarction and paresis were unknown. It was unknown if the reporter considered the cerebral infarction and paresis to be related to poligrip. Additional details a (B)(6)-year-old male patient had left paresis due to cerebral infarction and required nursing care level two. He was using poligrip (unknown) regularly. No further information is expected.